Event description:
The customer reported that after the system is used, a tube overheating error displayed and the system locked up. The customer indicated the system was functional after a reboot. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.